Manufacturer narrative:
Additional: sections indicated in this follow up report have been updated accordingly section d10. Returned to manufacturer on: (B)(6)2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the patient interface was returned in original packaging confirming lot# 60219260. A visual inspection was performed and it revealed no signs of obvious defects or damage. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60219260. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss after the laser fired occurred on left eye (os). The procedure was completed by switching to photorefractive keratectomy (prk).